Event description:
Home patient reported high micro counts on a 550 hemodialysis device. It was not reported whether or not there was any patient injury or medical intervention associated with this incident. Attempts of additional customer contact to obtain more information were unsuccessful.